Manufacturer narrative:
Intuitive surgical, inc. (Isi) will not be receiving any parts for evaluation since no parts were replaced. Therefore, the root cause of the customer reported failure mode could not be determined. A follow-up MDR will be submitted if additional information is received. This complaint is being reported due to a da vinci system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if this malfunction were to recur it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the system displayed errors pointing to the left master tool manipulator (mtml). The master tool manipulator refers to the master controllers which provide the means for the surgeon to control the instruments and endoscope inside the patient from the surgeon side console (ssc). One mtm is assigned to the surgeon's left hand (mtml) and one to the right (mtmr). The customer contacted intuitive surgical, inc. (Isi) technical support for troubleshooting but the errors persisted. Due to the reported issue, the surgeon made the decision to convert and complete the procedure using traditional laparoscopic techniques. There was no report of patient harm, adverse outcome or injury. Isi made several follow up attempts to contact the reporter for additional information about the complaint; however, no further information was obtained. A field service engineer (fse) was dispatched to the site but was not able to reproduce the reported issue. The fse serviced the system, then tested and verified the system as ready for use.